Manufacturer narrative:
Device eval: device has not been returned for eval. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Device history record was reviewed. Complaint database was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed.

Event description:
The rotator broke during a left ventriculogram procedure. Pressure limit - 1000 psi, actual pressure was 918 psi.